Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed by medical records. Device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: - lateral standing x-ray of the right knee 3-days postop arthroplasty on (B)(6) 2011, skin suture clips still in place. The baseplate view is somewhat oblique and therefore allows only limited evaluation of interface although it would suggest that posterior tibial slope of baseplate is relatively high. Additionally, one baseplate section has no bone contact with the posterior tibial bone. Lateral standing x-ray of the right knee 6-years postop arthroplasty and post event on (B)(6) 2017. Posterior tibial slope is excessive with 12 degrees while a radiolucent line is visible below the anterior section of the baseplate although the remainder of the baseplate still appears stable in the bone. Ap x-ray of the right knee 6-years postop arthroplasty and post event on (B)(6) 2017. The baseplate has a varus deformity, evident despite a limited field of view for the tibia. Beyond the reported instability there are also signs of incipient tibial baseplate loosening. There is no ap view of the knee available early postoperative, but the limited seating of the baseplate in the tibia may have contributed to the varus deformity as evident on the later ap x-rays. Secondary migration of the baseplate appears less likely because other parts of the baseplate still appeared to be stable in the bone without radiolucent lines. No details were provided about the revision surgery performed for which typically triathlon ps/ts devices are suitable. No post revision x-rays are available. No device-related factors are evident from the material as also confirmed by the mar findings, while the failure mechanism is fully explained by procedure-related factors concerning the type and positioning of the devices which is under the full responsibility of the surgeon. This pi case is not device-related but caused by procedure-related factors. Procedure-related factors: baseplate malposition in excessive posterior tibial slope with additional varus deformity. Suboptimal baseplate bone contact through incomplete seating patient-related factors - none evident device-related factors: - none as also supported by mar findings. Diagnosis: baseplate malposition in excessive posterior tibial slope and varus has contributed to flexion instability of the knee with extreme poly wear along the posterior borders of the bearing with ultimately knee dislocation requiring revision in 2017. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other similar reported events for the lot referenced. A medical review was performed which indicated, that baseplate malposition in excessive posterior tibial slope and varus has contributed to flexion instability of the knee with extreme poly wear along the posterior borders of the bearing with ultimately knee dislocation requiring revision in 2017.

Event description:
During a standard follow-up visit, instability and pain was noted. Patient was scheduled for a knee revision, which was completed successfully.